Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the outer shaft of the device was bent. It was also noted that the inner shaft of the device was broken. The most likely cause of the reported failure is use error by leveraging the device excessively.

Event description:
It was reported on 06/09/2022 by a facility representative via sems that an ar-7300rbe burrs internal shaft broke. This was discovered during a case with no patient harm.